Event description:
It was reported that right ventricular (rv) lead was surgically abandoned, the lead was suspected to have noise, loss of capture and oversensing due to a possible micro fracture. No additional information is available at the moment. No additional adverse patient effects were reported.